Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on-site and confirmed the reported problem. Analysis of log file showed multiple flexviewing pc errors and warnings which confirmed the malfunction. Upon functional testing, fse identified that the flexviewing pc led status had failed. Fse replaced the flexviewing pc and restored the backup. The defective flexviewing pc was returned to philips for further analysis. The analysis of flexviewing pc confirmed the malfunction of the ram memory and identified unit was non-functional. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision pc was not starting. The device was outside of clinical use at the time of the reported event, no harm was reported to philips. The field service engineer inspected the system onsite and after the replacement of the flexvision pc, the device was returned to use in good working order.